Manufacturer narrative:
One probe was returned for evaluation for the report of the trocar pulling out when the probe was removed. A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. The probe was visually examined and deemed conforming. There was no burr at the end of the probe. The sample was functionally tested for fit through a conforming 23 gauge trocar. The test was deemed conforming, with the probe needle easily passing through the trocar. The cannula diameter was measured and was deemed conforming. The root cause for the probe not being able to be removed from the trocar could not be determined from this evaluation. The probe was able to be inserted and removed into a trocar without an issue. No additional action is required at this time. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that the probe end seemed to have a burr when trying to pull it out of the trocar cannula and pulled the trocar cannula out during a vitreal-retinal procedure. The procedure was completed. There was no harm to the patient and the product sample was retained. No additional information is expected.